Event description:
It was reported that the device gets hot. There was no harm for patient, operator or third party reported. No further information received. Further questions will be asked. ***update 11-nov-2021 the customer reported additionally that the problem was noticed during the surgery. The performance was noticeably weaker and then stopped. The engine was extremely hot, even with cooling in the form of a wet towel. The machine was replaced during the surgery. The patient or other persons were not harmed, and apart from the saw there was no damage at all. The surgery was completed successfully. There was no need to switch to another surgical technique. No second surgery was necessary. There was no harm for patient, operator or third party reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the device gets hot. This event is not confirmed. The manufacturers evaluation did not reveal any failure with this device which caused the reported event. However, the evaluation revealed that the stator winding is corroded, the control electronic has a crack at the grouting, the stator sleeve at the handle is loose and the magnet did come loose from the rotor.